Event description:
It was reported the patient was shaking and they suspected that the deep brain stimulator (dbs) was shut off probably when they went through security at the airport on the way to (B)(6). They noticed the shaking ¿probably a couple of days after they got to (B)(6).¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0jqge, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).